Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information expriatory channel printed circuit board and pneumatic back-plane printed circuit board were pointed as defective. Device's logs and faulty parts have been requested but not yet received. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that safety valve was tripping and activating on its own. There was no patient harm. Manufacturer's ref#: (B)(4).